Manufacturer narrative:
A review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed low flow alarms. Root cause cannot be determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. A review of the controller log files associated with the event captured in (B)(4) showed low flow alarms. Waveforms indicate a decrease in power consumption of approximately 0.3w starting on (B)(6) 2015. Waveform trends of this nature may be indicative of change in patient state. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of low flow including right ventricular failure, hypovolemia, and inflow cannula obstruction along with potential actions including patient and device status assessment with potential actions to take are outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Per the site perfusionist, the patient was admitted for low flow. "Flows were "not in the range of 2, when had been around 4.5-5." Suspicion was for right heart failure (rhf). The patient was placed on integrillin/heparin. There was no confirmed inflow obstruction. Incidentally the patient had a double disconnect while in the hospital. After reconnecting the power, the flow returned to normal, patient condition improved and they were eventually discharged. The site suspects that "the pump stoppage from the power disconnect released whatever was causing the obstruction (if that what was going on) and allowed the flows to return to normal."